Event description:
Life-threatening device- boston scientific biliary fully covered metal stent inserted into common bile duct (B)(6) 2022 was later identified as an uncovered metal stent using a technique during an emergency ercp. This stent has been stuck since (B)(6) 2022 and has not been able to be removed. There have been 8 attempts to remove via ercp with another scheduled this monday (B)(6) 2024. This device has caused (B)(6) (40 yr. Old) to be put on disability due to all the complications he has suffered. Some of the symptoms brought on by this device include: cholangitis chronic pain fever fatigue jaundice chronic cholecystitis gallbladder removal anxiety depression fear due to medical professional's discrepancies among other symptoms. His gi doctors have concluded that he is an enigma because they can't seem to remove it. There have been past recalls of stents being labeled incorrectly (covered/uncovered), this may be the case again. No one deserves to go through what our family has gone through with such little regard for the patient and his family. (B)(6) deserves a fighting chance this should never happen to anyone else. Thank you for your time. (B)(6).